Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4); the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted after approximately three months of implant. No additional adverse patient effects were reported.